Manufacturer narrative:
Follow-up #1 date of submission 01/12/2016 device evaluation: the pump has been returned and evaluated by product analysis on 12/28/2015 with the following findings: a review of the black box data showed no evidence of a rewind issue. During testing, the pump successfully passed the rewind, load, and prime steps. The pump was exercised for 24 hours with no rewind issue. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.